Manufacturer narrative:
The device was returned to olympus for evaluation and inspection and the customer's allegation was confirmed and was due to a faulty printed circuit board (pcb). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus, the evis exera iii xenon light source produced a b30 error during preparation for use for a diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/basal plate could not be identified. Olympus will continue to monitor field performance for this device.